Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that a martel printer would not activate. The printer was recharged for several hours but to no avail. The customer stated that the battery was removed and was hot to the touch. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4)